Event description:
On (B)(6) 2013, surgery for an orif of the proximal humerus was performed. On an unknown date, both an x-ray and CT scan revealed a humeral head collapse. On (B)(6) 2013, the patient was revised to a hemi arthroplasty of the shoulder. A 3-hole proximal humerus plate, 6, 3.7mm cannulated locking screws and 3 cortex screws were removed. This is 3 of 3 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Was returned and a lot number and a catalog number was not provided.